Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was identified through an event history log review. The cause was false empty detect at initial drain (I-drain) and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 09:41:24. During night drain cycle one, the patient's ultrafiltration reading was 924ml, indicating the home patient (hp) drained 924ml more than their maximum programmed fill volume of 1500ml. No additional information is available.